Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was identified to be a subject of the recall. The device was explanted and replaced. Patient condition was okay.